Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The first distal thread has broken off and was not returned for examination. Major diameter of the screw and wall thickness were measured and found to meet print specification. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during tibial fixation, when entered the tunnel, the screw broke. Broken piece was removed from the patient. A backup device was used to complete the surgery. No procedure delay or patient injuries were reported.